Event description:
Literature report: "clinical eval of a new posterior composite resin (point 4)" date: may 7, 2004 this clinical study reported that 12 months after placement a point 4 restoration had to be removed due to long term sensitivity to biting pressure.

Manufacturer narrative:
The clinical study indicated that the pt's restoration was subsequently replaced.